Event description:
It was reported that during an exam it was noticed that the stem subsided. Revision surgery was done.

Manufacturer narrative:
An event regarding revision involving an abgii modular device was reported. The event was confirmed. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that during an exam it was noticed that the stem subsided. Revision surgery was done.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation. Not returned.